Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm readings which occurred on an unspecified day after the sensor was inserted in the arm. Of note, the patient stated that every night from 10/27/2023 to 10/30/2023, the patient¿s cgm and bg were off ¿by 40 points¿. This report will capture the event that happened on 10/27/2023. It was confirmed that the same sensor was worn for all these events. The reporter stated one of the times (which will capture in this report), the cgm was reading 80 mg/dl and the bg meter was reading under 40 mg/dl. It is unclear if the patient calibrated the dexcom device during these events. The patient was also wearing a medtronic insulin pump. With each of these events, the patient experienced seizures requiring nasal glucagon as treatment from the patient¿s parents. The patient was never transported to the hospital. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 points off. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and seizure. This is 1 of 4 allegations of inaccuracies. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).